Event description:
The following was reported to hamilton medical ag: startup failure. Buzzer alarm when switched on and no display function (black screen) this abnormity is noticed before usage. The alarms were observable both visually and through hearing. There is no patient involvement reported. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component (esm board). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event

Event description:
The following was reported to hamilton medical ag: - startup failure. Buzzer alarm when switched on and no display function (black screen) - this abnormity is noticed before usage. - the alarms were observable both visually and through hearing. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - investigation outcome: a detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component (esm board). Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - startup failure. Buzzer alarm when switched on and no display function (black screen) - this abnormity is noticed before usage. - the alarms were observable both visually and through hearing. - there is no patient involvement reported. - there was no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.